Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the twinfix ultra anchor broke while twisting it. The front half of the anchor was left. It is unknown if the anchor was left inside the patient's body. Surgery was resumed, after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the suture found that a material certification is required with each lot. A visual inspection of the returned device found that it is not in its original packaging. The fractured anchor was returned with a small bit of suture material still through the suture window. The anchor is fractured at the proximal end and there is debris on the anchor and returned suture material. A review of the customer provided image finds an anchor in a poly bag. The anchor is deformed and fractured at the proximal end, a remnant of the suture material is still in the suture window but none is protruding from the proximal end of the anchor. There is debris on the anchor and no insertion device is shown. Based on the condition of the product material found during visual inspection, additional material testing is not required. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time.. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.